Event description:
It was reported that during a da-vinci assisted radical cystectomy with ileal conduit surgical procedure, the fenestrated bipolar forceps instrument was found with a frayed cable at the jaw section with 13 of 14 lives left. A backup instrument of the same kind was used, and the procedure was completed with no report of patient harm, adverse outcome or injury or delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a backup instrument was used . There was no delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis found that the instrument was found to have damage to the conductor wire¿s insulation. The insulation does not exhibit thermal damage. The insulation material was lifted, however, no pieces were missing. The conductor wire was slightly exposed, however no wires were physically damaged. An electrical continuity test was performed and the instrument passed. The root cause of the damaged conductor insulation is attributed to mishandling/misuse, commonly caused by collision with another instrument or sharp object. A review of the instrument log for the fenestrated bipolar forceps (471205-17/k10220418-0393) associated with this event has been performed. Per logs the following was confirmed: the fenestrated bipolar forceps was used on (B)(6) 2022 on system (B)(4), with 13 lives remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument had damaged insulation of conductor wire with exposed wire. The damaged insulation of conductor wire with exposed wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.